Event description:
The hcp reported that shortly following implant fluoroscopy indicated that the interstim lead had migrated out of the sacrum. At that time a hematoma and infection were also noted. The lead was explanted and the pt treated with antibiotics for the infection. Re-implantation is scheduled once the infection has resolved.